Event description:
A consumer's husband reported that following bilateral intraocular lens (iol) implant surgery, his wife had to have both lenses repositioned. In a f/u, the consumer reported that her vision was "really bad" after cataract surgery in both eyes. She stated that the dr told her the right lens had rotated 13 degrees, and the left one 20 degrees. She had an iol repositioning in her left eye, which improved her vision for a day, and now "it is blurry again, but not as bad." An iol repositioning was planned for the right eye. Per consumer, the dr also told her that her vision issues are due to her having "a lot of astigmatism." At the request of the consumer, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. Add'l info was requested on (B)(4) 2012 by phone. (B)(4).